Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during multiple inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There was no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter name and address: initial reporter city: (B)(6).